Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to open. A field service engineer replaced the control board and latch to resolve the issue and tested the remote manager several times to ensure the performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.